Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days after the implant procedure, the patient was admitted to the hospital with progressive dyspnea. A chest x-ray was done and confirmed a left pleural effusion. A puncture was done with withdrawal of blood-tinged fluid and the patient was released three days later. The leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.